Event description:
Our rep is reporting to us that during an arthroscopic knee procedure with the use of a rigidfic cross pin kit for fixation, a portion of the distal tip of one of the guide sleeves broke off into patient's condyle. The surgeon was able to remove the fragment from the bone and employ another kit to complete the procedure successfully without further issue or harm to the pt. The complaint device was discarded at the facility.

Manufacturer narrative:
Nothing is being returned for evaluation; device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern any root cause for the reported issue. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.